Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The investigation result were submitted in error on 21dec2021 under MFR. Report number 1221359-2021-02361 and the correct MFR.report number is 1221359-2021-02605. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160/ lot 152369 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 wl/ lot 148095. Test base part number 190-100j / lot 152369 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152369 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The investigation result were submitted in error on 21dec2021 under MFR. Report number 1221359-2021-02361 and the correct MFR.report number is 1221359-2021-02605. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160/ lot 152369 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 wl/ lot 148095. Test base part number 190-100j / lot 152369 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152369 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on a an unknown sapmple generated a negative result. The customer reported a shading of pink on a quarter of the sample bar. The customer reported that the first test came up negative, and the second test (the one for this call) showed the with shading in the sample bar. No additional patient information, including treatment and outcome, was provided.